Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
It was reported that the user found the deformation of mesh when the mesh was taken out. This event did not affect the pt's condition. The complaint mesh had been in use for 364 days prior to the incident.